Event description:
Procedure : laparo cholecystectomy. According to the reporter: the handle was hard to grip for the second application. Once applied but clips were malformed. The procedure was completed with another device. Post op x-ray confirmed the presence of a clip in the pt's cavity. The surgeon chose to leave it due to clip composition.